Event description:
It was reported to the MFR that a customer encountered difficulties during use of a detachable coil. According to the customer: "the physician was coiling the aneurysm through a non-MFR's stent placed in the ica (internal carotid artery). Ten coils were used to embolized the aneurysm. When the physician went to reposition the eleventh coil (device in question), it unexpectedly detached. The physician used a snare to retrieve the coil." It was reported that the pt has no deficits. The procedure was completed successfully with another of the same type of detachable coil.

Manufacturer narrative:
The root cause for this complaint cannot be determined definitively. A possible contributory factor to coil breakage may be due to repositioning of the coil. The following is stated as a precaution in the dfu (directions for use) for the device in question: "if the coil does not move in a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break."